Event description:
The caller reported an issue with the insulin pump displaying a fill estimate different from expected, showing a reading of 60 units instead of the anticipated 260 units. There was no adverse impact to the customer's blood glucose level. To address the situation, the caller was educated on how the pump's display works and instructed to disconnect and deliver a 10.2 unit bolus, resulting in a new reading of 110 units. The caller declined further bolus tests but agreed to load a new cartridge with guidance from technical support. The caller was advised to remove air from the cartridge during future fills and will monitor the situation, following up if necessary. Cts educated caller to make sure to complete cartridge air removal step prior to filling the cartridge.